Manufacturer narrative:
Concomitant: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that af (atrial fibrillation) episodes show atrial tachycardia with some short bouts of oversensing for the atrial lead. It was noted that the signal on the atrial egm (electrogram) was like noise. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were alerts for low impedance and high thresholds on the atrial lead. However, all the measurements were normal while the patient was in office. The atrial lead remains in use and the clinic will continue to monitor the patient for the time being.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited undersensing of atrial fibrillation (af). The ra lead was revised and remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory also indicated the impedance of the atrial pacing lead was below the expected lower range and the atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.